Event description:
Customer called to report hospitalized for high bgs. It was stated that the customer complained of chest pain at the time of the admission. Troubleshooting was performed. Pump tested ok. Also the batteries were changed and an alarm occurred. Bolus and prime history appeared to be correct.